Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event, their device would not detect that a patient was connected. The device gave a "connect electrodes" message even though the patient was connected to the device. No further details about the patient or the event were provided. Physio-control attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.